Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: a right ventricular (rv) lead and two right atrial (ra) leads due to bacteremia, cied system/pocket infection, and a redundant atrial lead. Spectranetics lead locking devices (lld's) and outer sutures were used to act as traction platforms to aid in extraction of the leads. Using a spectranetics 14f glidelight laser sheath, all three leads were successfully extracted. At one point during the case, the patient's blood pressure dropped suddenly. Rescue efforts began immediately including rescue device and sternotomy. A large superior vena cava tear was discovered. This tear caused massive bleeding and despite interventions, the patient did not survive. There was no alleged malfunction of any spectranetics devices used in the procedure.